Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on 18oct2023, 24oct2023, and 13nov2023 to obtain confirmation of the part replacement and resolution. Philips was unable to confirm the final disposition of the device because no response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was frozen. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The biomedical engineer (bme) stated that the touchscreen was not responding. Following an attempted calibration of the touchscreen, the device continued to not respond. The bme opened the case to clean any dust and debris off the glass, reassembled the device, and tried again and the touchscreen continued to not respond. A replacement touchscreen was ordered to resolve the reported problem. This investigation is ongoing.